Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter (aus) device due to recurring incontinence. A revision surgery is scheduled on (B)(6) 2020. A patient outcome of no serious injuries was reported. Additional information received that the patient underwent a revision surgery on (B)(6) 2020.